Event description:
The dentist reported 2 months after the dental implant was installed in intraoral region #5 it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was performed. Bone graft was executed.